Event description:
It was reported that during an infusion of heparin a spectrum iq pump was clamped above and did not alarm for an occlusion. It was stated that the nurse and pump missed this detail and the patient did not receive medication until the next day at 1600. The pump read that it had administered 210 ml of a new heparin bag but bag was still full. The type of line was a peripheral IV (intravenous) and the line was inserted at the left axillary. The event occurred during heparin infusion at a 'jen 11c' patient room in the 'gmc overflow' department . There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.